Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.